Event description:
It was reported by (B)(6) on (B)(6) 2011 error message codes occurred during a procedure. During the procedure, right after turning on the key switch, the customer received an error message code 410. The laser system went into the usual self screening mode for about five minutes. Then in about ten minutes after initial fiber lasing three error message codes were received, error message codes 171, 410 and 210. The laser system went into safety shutdown mode. Per the customer, once the laser system came back up, the procedure was able to be completed with no further issues. No pt injury was reported.